Event description:
While irrigating a pt's wound, the dr attached the luer adaptor to the end of the syringe in order to increase pressure while irrigating. The adaptor came off in the pt's wound and surgery was required to locate and remove the adaptor from the pt.